Event description:
Additional information reported stated that the patient presented for a follow-up. The physician noted multiple atrial lead noise episodes; all other electrical values were within range. The physician elected to continue to monitor the patient since the patient was in good condition.

Event description:
It was reported that during a follow up, the atrial lead exhibited noise and auto mode switches; the noise could be reproduced when the pocket was touched. The physician suspected that the lead insulation was damaged. The device was switched to single chamber discrimination and the lead would be monitored. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.